Event description:
24 gauge catheter separated from the adapter during power injection with ominipaque 300 contrast at 2 cc's per second. Approximately 10cc's injected when the catheter separated from the adapter.